Event description:
Customer reported the system displayed an error message and had to be rebooted during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the motor control unit board and reloaded software. System operates as intended.